Event description:
(B) (4) same patient as 2134265-2009-01587. It was reported that following a percutaneous renal intervention stenting treatment procedure, restenosis occurred. The index procedure in (B) (6) 2004 treated the 80% stenosed 6.0x12mm target lesion located in the left renal artery. Treatment consisted of pre-dilation and placement of a 6.0x14mm express sd renal stent and balloon post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2006, the patient underwent a renal angiogram for the work-up of chest pain, worsening hypertension and azotemia which revealed 99% in-stent restenosis in the left renal artery and this was treated with pta and stenting with a 3.00x16mm taxus express2 stent and reducing the stenosis to 0%. The patient was discharged the next day. In (B) (6) 2005, 1668 days post index procedure, the patient complained of intermittent dizziness. A myocardial perfusion imaging revealed no evidence of a myocardial infarction (mi). Catheterization revealed no significant findings and no treatment needed. A carotid duplex revealed a 50-60% stenosis of both the left and right internal carotid artery. In (B) (6) 2009, 1763 days post procedure, the patient presented with changes in both lower extremities consistent with atheroembolization. Cta results showed severe stenosis distal to the left renal artery stent and a focal dissection of the abdominal aorta just distal to the right renal artery consistent with a severe ulceration of the abdominal aorta. There were severe atherosclerosis and ulcerative changes throughout the abdominal aorta. The patient had complaints of bilateral foot numbness. On day 1797, duplex revealed the patient's kidney size was 11.8cm to the right and 9.3cm to the left. Angiography on day 1804 revealed the left renal artery had approximately a 50% in-stent restenosis that was not felt to be flow limiting. "This possibly accounted for worsening kidney function and severe hypertension." Further renal artery duplex was not recommended due to disease of the aorta. On day 1805, the patient developed a left arm hematoma. The patient developed a worsening hematoma of the left upper extremity which required manual pressure, expression and repeat pressure dressing. On day 1806, the patient developed mild orthostatic symptoms. The patient was given IV fluids and felt stable the next day and was discharged with modifications to his medication.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications.the most probable root cause is use error as the device was used in a biliary artery. This is contrary to indications for use in the direction for use (dfu).(B) (4): device not returned for analysis.